Event description:
Additional information received from reporter on 3/25/2024 for report mw5117028. New: reference mw5117028: this is an update to an existing MDR to add information that was obtained following the original submission. New information will be preceded with "new" to identify new information being added to the report. Problem: the needle cap is loose, even if the customer push really hard, it can still break off easily. A dental assistant got poked. Investigation results: the complaint regarding insufficient holding between the cap and hub defect has been thoroughly investigated. Batch f11365aa and batch f10929aa were examined, and although the quantity of returned samples was limited, tests were conducted on retained samples. Various assessments, including rear cap removal and needle shaking, were performed before and after use, indicating no imperfections suggesting production defects. Additionally, no deviations were noted during production, and no quality issues were identified in the investigation of the needle batch in question. However, it was observed that the defect arose after transitioning from opaque/white needle hubs to transparent ones, coinciding with changes in needle assembly glue as part of process improvements aimed at implementing an online cannula traction test for all needles. The identified root cause is attributed to the transparent polypropylene's tendency to retract more, potentially resulting in lower holding strength of caps on hubs. To address this, the process will be modified by reverting to the previous polypropylene resin, ensuring consistency and quality assurance. For the safe use of patterson 27ga long needles, practitioners are advised to adhere strictly to the instructions for use, warnings, and cautions outlined in the accompanying instructions for use (IFU) leaflet. While no quality defects were confirmed based on testing of returned needle samples and review of production and inspection records, assurance is provided that all plastic materials utilized in manufacturing this batch of needles were accompanied by certificates of analysis from suppliers, certifying their conformity and safety standards. Our quality assurance department has investigated into an incident that involved patterson 27ga long needles (batch # f10929aa; expiration date: 2026-10 and batch # f11365aa; expiration date: 2027-04), where the caps were loose and a dental assistant got poked.

Event description:
The needle cap is loose, even if the customer push really hard, it can still break off easily. Customer's dental assistant got poked. Reference report: mw5117027.